Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased pacing lead impedance (pli) noted on the right ventricular (rv) lead. A procedure was performed to revise the lead, and when the lead was reconnected to a pacing system analyzer (psa), all the electrical values were normal. The device was then replaced due to a possible connection issue and the lead was reconnected to the new device. The patient was stable following the procedure.